Manufacturer narrative:
Pump passed the functional test, including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No delivery anomaly noted or unexpected auto mode noted during testing. Unit functioning properly. No rattling inside pump noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had under delivery. The blood glucose level was 320 mg/dl at the time of incident. The current blood glucose was 300mg/dl,339mg/dl,211mg/dl,128mg/dl,302mg/dl,89mg/dl,180mg/dl350mg/dl. Customer treated with insulin pump. Customer state that there were no air bubbles. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will not be returned for the analysis.